Event description:
Additional information received identified that patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced. The issue was resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced pain and a burning sensation at the ipg site after a fall. Surgical intervention is pending to address the issue.